Event description:
It was reported that the event involved a female pt. The insertion occurred in the cath lab and the insertion site was the pt's transradial artery. The insertion started as normal. The introducer needle placed as normal, then after sheath placed in the artery, problem was with the removal of the spring wire guide (swg) and dilator. There was resistance from the swg which seemed to have started to uncoil. The swg and dilator were removed, but there seemed to be approximately 2cm of the swg left in the pt's artery. The vascular surgeon will assess as soon as possible and the outcome will be confirmed after that. Possible intervention required to remove the excess swg, but to be confirmed. According to the report submitted to the (B)(6) by the head of pt safety and risk: coronary angiogram via radial artery procedure. "On removal of guide wire from radial access kit, wire appeared frayed and unraveled. Small fragment of this wire left in radial artery. Not able to remove wire fragment initially on sheath removal as pressure applied from a tr band. Fragment remains in pt. Device saved. Remaining devices with the same lot number removed for use. Doctor attempted to remove wire fragment unsuccessfully. The md contacted the sales rep. Md to discuss with vascular surgeons tomorrow ((B)(6) 2013). Pt well and allowed to go home." Add'l info rec'd on (B)(4) 2013 stating the procedure was completed using the same sheath and insertion site.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.